Event description:
It was reported that the 9600 system shut down on its own and made a high pitch noise. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The 5 volt power supply was adjusted, the boards were reseated, and the batteries replaced during the service call. The system was tested and found to be working as intended and put back into service.